Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 oxygen (o2) sensor generated an error stating the o2 sensor was not connected. The service engineer inspected the device and replaced the o2 sensor. The ventilator passed all tests.